Event description:
A surgeon reported that iop (intraocular pressure) control became unstable and at times invalid during surgery. The product was exchanged, but the issue did not resolve and poor aspiration occurred when "cut off". It was noted that the measured value of iop control was not displayed properly, and the surgery was completed with iop control turned off with a third pack. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received and eval is in progress. A root cause has not been identified. (B)(4).